Event description:
It was reported that the device had undefined loose object inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician¿s stated issue of ¿loose object inside¿ was confirmed. On 20jun2025, the pcu was received unboxed and with paperwork. Error logs were not deemed necessary. Internal inspection has confirmed the ¿loose object inside¿ issue as identified in figure 1. Device to be returned to bd san diego repair center for removal of the wedged screw between the left iui and routed for normal processing. The failure investigation report will be attached in sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.